Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due the device failed the ground bond test indicating a high resistance value between the hc and the ground bond on the power supply. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device failed rite electrical test due to failed ground bond test and failed the rite functional test due to failed power up verification due to received inoperative for power switch pushed inside device. The assignable cause for the rite failure of failed ground bond test was undetermined. Baxter will continue to monitor similar reports to determine if further actions are required.